Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise and variable pacing impedance measurements for the past three months. A lead insulation issue was suspected. Boston scientific technical services (ts) discussed the potential of replacing the lead. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).